Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event cannot be determined. This report will be supplemented when the device for evaluation, and if new information is obtained from the reporter.

Event description:
The user facility reported that the device intermittently not displaying an image. There was no reported error message on display. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections b5, e2, e3, and g2 were corrected with information that was inadvertently omitted from the initial report. The device was received for evaluation. Intermittent images and a printed circuit board failure were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation of use.